Manufacturer narrative:
The investigation for the aic battery failure has been completed. Data logs were reviewed and the reported battery temp high issue was confirmed. Console logs from the complaint date revealed the ¿battery temperature high¿ alarm (#49, due to battery temperature over 60degc) that self-resolved in 10 seconds. This battery temperature spike was recorded in the ltlog power data. There was no preceding battery temperature alarm #48, which occurs when battery temperature is between 50degc and 60degc. The console was returned. The console¿s batteries and power management system were tested, and no issues were observed. Battery temp high alarm was due to a momentary communication glitch between the batteries and the pbm, where a singe sample from battery data (in this case value of battery temperature) was corrupt. Added-d9 device return date d4-corrected model number. F6/f8 should have been left blank in the initial report. H6 component code changed to 765.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the automated impella controller (aic) displayed a battery temperature high alarm when unplugged. The aic was immediately plugged back in to resolve the noted issue. There was no patient harm resulting from the failure.